Event description:
This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Two DHR reviews were completed for both of the previously reported lot numbers (8337161 and 8125511). The manufacturing documents were reviewed for both lot numbers and no complaint related issues were found in either case.

Manufacturer narrative:
Device used for treatment, not diagnosis. Two lot numbers were provided as the reporter was not certain as to which lot the part belongs. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a definite lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows. During a surgery to implant a plate, the surgeon inserted a cortical screw but it was too short so he wanted to exchange it. The screw broke at the head-shaft juncture. He decided to leave the shaft of the screw in place in order to prevent extension of the operating time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Based on additional information describing the event, the reportability determination changed from malfunction to serious injury.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Dhrs were completed for lot numbers 8125511 and 8337161. For lot # 8125511, part manufacture date is 10/4/2012; expiration date is 10/1/2022. For lot # 8337161, part manufacture date is 4/4/2013; part expiration date is 3/1/2023. Contact name changed to (B)(6) manager.

Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4) - lot #: two lot numbers were provided. It is unknown which lot number contributed to the reported event. The lot numbers are as follows: 8337161 and 8125511. Investigation is on going; no conclusion could be drawn as no device was returned. A review of the device history records have been requested.

Event description:
Reportedly, there was a delay in surgery-20%. The procedure was completed as planned. The screw was not removed. No torque limiter used, as the screw was a cortical screw. This is report 1 of 1 for complaint # (B)(4).